Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. When the surgeon held the needle tip during use, the needle tip was broken. There was no adverse patient consequences. No further information is available.